Event description:
It was reported that a user¿s continuous glucose monitoring system became disconnected, and a diabetic educator requested assistance with re-scanning and pairing the libre 3 plus sensor, after which bluetooth reconnection and re-pairing were successful. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health or activities of daily living. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the device pairing issue was resolved through bluetooth reconnection and proper re-pairing steps. It was concluded that the device functioned as designed after re-pairing and that user support restored normal operation.